Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During g3 nail surgery, when the surgeon inserted the set screw, the set screw was stuck inside the nail. The lag screw was not able to be locked. Therefore the surgeon removed the lag screw and nail. The surgeon thought that the thread inside nail was damaged. The surgeon opened another nail and inserted set screw first used to the nail. However the set screw was stuck inside the nail. Afterwards, because the set screw opened to the 2nd was inserted in nail used first, they were used and the operation was finished.

Manufacturer narrative:
Evaluation summary: evaluation revealed the trochanteric nail kit (lot code k0a6bb4) to be the primary product which includes the set screw returned. The trochanteric nail was not returned as it is still implanted. Information given in the event description suggests that the nail did not contribute to the event as the lag screw finally could be locked with a set screw from another nail kit. The set screw from trochanteric nail kit (lot code k0a6bb4) was returned for investigation and shows typical traces of oblique insertion. The set screw (B)(4) is only listed is the inquiry but not associated to the event. A review of the DHR for trochanteric nail kit (lot code k0a6bb4) revealed no deviations in material or manufacturing. Appearance of thread flanks and texture of surfaces with clear traces of cross-threading indicate the set screw having been inserted under significant misalignment whilst the thread flanks were flattened by heavy contact with the nail. In this case tests with a sample nail reveal the thread of the set screw being fully functional although it was pre-damaged by oblique insertion - the set screw could be inserted to its end position in the sample nail. An alternative of set screw insertion with the gamma3 closed tube clip is described in the operative technique gamma3 trochanteric nail 180 (B)(4): ¿¿it is possible to create a guided path for the set screwdriver. With this new feature, by pushing down the flexible set screwdriver into the nail axis, the set screw can be easily guided into the cannulation of the nail.¿ the event ¿insertion of set screw failed¿ could be confirmed. Investigation excludes a product failure. The event is attributed to misuse. No non-conformity identified.

Event description:
During g3 nail surgery, when the surgeon inserted the set screw, the set screw was stuck inside the nail. The lag screw was not able to be locked. Therefore the surgeon removed the lag screw and nail. The surgeon thought that the thread inside nail was damaged. The surgeon opened another nail and inserted set screw first used to the nail. However the set screw was stuck inside the nail. Afterwards, because the set screw opened to the 2nd was inserted in nail used first, they were used and the operation was finished.